Event description:
The patient reported loss of therapy and pain. The transmitter settings were changed and as of (B)(6) 2025, the patient is feeling better and will be getting an MRI for an unrelated bulging disk.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in off-label location, never achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. However, the patient has an unrelated bulging disk which may be causing pain. The stimulator is used to treat pain. The cause of loss of therapy and pain is due to a bulging disk. Therefore, the as analyzed code was selected as unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.